Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 144 mg/dl at the time of call. The customer stated that she treated her high blood glucose with manual injections. The customer stated that the insulin pump time and date was incorrect. The customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The customer declined to perform high pressure test. The insulin pump will not be returned for analysis.